Event description:
It was reported that foreign material was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified at the hospital prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred from may 06, 2022 to june 22, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter city: (B)(6) (previously submitted as ni). H4: the lot was manufactured between october 27, 2021 - october 28, 2021. H10: the actual device was not available; however, one (1) companion sample was received for evaluation. Unaided eye visual inspection along with magnification was performed with the fill port caps removed and particle matter was observed inside the fill port interior wall. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.